Manufacturer narrative:
Device was not returned to manufacturer. Lot history review could not be performed as no lot information was available. Since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Based on the obtained information, it is inferred that the guidewire tip was trapped in the heavily calcified cto lesion, where excessive rotational manipulation and/or pull back manipulation with force might be applied to the guidewire, resulting the breakage of guidewire due to the force exceeding the product design limit. Warning section of the IFU describes: if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged. When torquing this guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to be damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternatively. Do not exceed two rotations (720 degree) in the same direction. And "separation or breakage of the guidewire " as possible complications and adverse event.

Event description:
Reportedly, in the procedure to heavily calcified cto lesion at mid rca, subject guidewire and a microcatheter were advanced by retrograde approaching manner from lad toward distal pda via septal channel. When attempting to penetrate the guidewire into the lesion, the tip of the guidewire was broken, the tip segment was partly left in the occlusion.